Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that during implantation of this patients right ventricular lead a swan-ganz catheter was used which induced a perforation. The device as well as the right atrial and right ventricular leads were implanted, however the left ventricular port on the device was plugged for now and a future surgery after the patient recovers will be done for the left ventricular lead placement. To date, there have been no additional adverse patient effects reported.